Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and a low reading of 50 mg/dl which was lower than lab reading of 150 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. The sensor was attempted to be sensor with evm; sensor did not scan. Visual inspection was performed on the retuned unit, and no issue was observed. Unable to extract data from sensor using evm due to the observed security decrypt command error. The unit battery voltage did not meet specification. The returned battery was swapped with a known good battery. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue such as corrosion/liquid, or damage/missing component was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and a low reading of 50 mg/dl which was lower than lab reading of 150 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.